Event description:
It was reported that the patient underwent a revision surgery to remove a broken rod. No patient complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. Unable to determine cause of the event.